Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was complaining of difficulty inflating and deflating his device. The patient acknowledged that he is and always has been super sensitive in the scrotal area which has made it very difficult for him to successfully inflate/deflate the device. The physician was able to successfully check the device and deemed it working properly. It was agreed that the patient would take a sensitivity medication to attempt to make it easier to manipulate the device going forward.